Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm on. The length of the proximal aortic neck was 8 mm, with a diameter of 18 mm at the renal artery. The angulation was 45 degrees. Moderate vessel tortuosity and mild vessel calcification was present. It was reported that during the index procedure, upon deployment of the suprarenal stent, the delivery system "thumbwheel" broke. The physician stated that while dealing with the broken thumbwheel, the implanted device slipped down from the target landing zone. An angiogram then revealed a type I endoleak. A proximal cuff was then implanted and the type I endoleak was resolved. It was reported that a follow-up CT scan the next day showed that both of the renal arteries were covered by the proximal cuff. A secondary intervention was then performed, with bilateral renal stents successfully implanted to restore flow. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure to follow instructions (aortic neck length less than 10 mm and diameter less than 19 mm). If information is provided in the future, a supplemental report will be issued.